Event description:
The customer contact a non-functioning bolus cord. The customer contact reported that the bolus cord was being used to deliver an unspecified medication, via a gemstar pump. At an unspecified time during patient use, it was reported that the bolus cord became defective and was non-functional. No specific details were provided. There were no reports of adverse patient effects and no delay in therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.